Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that transmitter was not working for months. Caller reported that customer had high blood glucose as a result and was not advised to call helpline. It was reported that healthcare professional advised customer to give manual injection, change site and to go the emergency room as treatment for high blood glucose. Caller reported that customer was taken to the emergency room seven to eight times and did not have time to report them all. Caller declined to troubleshoot high blood glucose. Customer would call back to troubleshoot insulin pump.